Event description:
Additional information revealed that the patient's system is still implanted and patient is currently receiving effective therapy. No allegation against system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-01212, 1627487-2020-01213. It was reported that the patient was experiencing ineffective therapy from their system. In turn, the system was explanted on an unknown date.